Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but not received to date. (B)(4).

Event description:
A surgeon reported that a system message was displayed during a left eye cataract surgery. Due to this event, there was a sudden interruption of the phacoemulsificator functions. The irrigation and aspiration stopped working. The event occurred during the phaco phase and lasted 15 minutes. The cassette was removed and then the system reprimed. The surgery could be continued without any further issue. There were no patient consequences, but important dissatisfaction of the surgeon. Additional information has been requested, but not received to date.